Manufacturer narrative:
Eight opened knife samples were received by manufacturing with foam blade protectors inside bubble wrap for the report of being blunt. The returned samples were visually inspected. Three samples were found to be nonconforming with damaged cutting edges. Two samples were found to be nonconforming with damaged cutting edges and damaged tips. Three samples were found to be conforming. The conforming samples were then tested for penetration . One sample was found conforming and two samples were found to be nonconforming. The product type in the provided complaint sample photo matches the reported product type for this complaint. The knives have protective foam on the blades therefore, manufacturing defects on the knives cannot be seen in the photo. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Samples are available that have not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but it was declined to be provided by the reporting facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that eight knives were noted to be blunt while attempting to make the incision during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested, but has been declined to be provided by the reporting facility.